Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed the user advisory (ua) 23 (compression will exceed 3 revolutions) error message upon powering on the device was not confirmed based on the archive review or functional testing. The reported complaint could not be reproduced. A review of the platform archive was performed. No ua23 error messages were observed. The autopulse platform passed the preliminary functional test without any fault or error. The reported complaint could not be reproduced.

Event description:
During shift check, the customer reported the autopulse platform (sn (B)(6)) displayed the user advisory (ua) 23 (compression will exceed 3 revolutions) error message upon powering on the device. No patient involvement.